Event description:
The facility's biomed reported an infusion pump with an 808:03 failure code. It is not known when this report was noted. Info was requested by baxter's service facility regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and not number in use, medical intervention and pt injury, but no additional info was available. Additional contact info was requested but no additional contact was identified.